Event description:
A customer contacted beckman coulter inc (bec) to report a wash solution leak form the cap on the unicel dxc 600i synchron chemistry analyzer. No injury or exposure was reported.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) replaced the leaking canister. Bec internal identification is (B)(4).